Manufacturer narrative:
Additional information: d9, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample underwent pressure and clear passage testing and no blockage or leak were noted. A pull test was also performed; and no separation was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported, the device was ¿leaking from filter¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.